Event description:
During open heart surgery, the perfusionist noticed a small drop of blood coming from the outlet of the vanguard cardioplegia unit. The leak appeared to be from the seam of the plastic housing. No additional patient treatment was reported. Patient was reported to be unaffected.